Manufacturer narrative:
Correction of submission number from (B)(4). Zip-number was correct.

Event description:
Loss of osseointegration (dental implant).

Event description:
Loss of osseointegration (dental implant).